Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro began overheating with the jaws glowing and turning red when the device was in the pt's leg even though the activation toggle switch was confirmed to be in the "off" position. The tissue welder would not turn off. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation . We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.